Manufacturer narrative:
Load cell and scale control board.

Event description:
It was reported by service report that the scale was inaccurate. There was patient involvement, however, no adverse consequences are reported.